Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.